Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an endoscopic variceal ligation (evl) performed on (B)(6) 2022. During preparation, it was noticed upon opening the package, that the device had visible damage and could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: bands moved from their position and overlapped, and the ligator head teeth were damaged/bent.

Manufacturer narrative:
(B)(4). The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the slack's returned position suggests that it was not taken up correctly. The post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The suture thread was cut, possibly during the device removal. The returned ligator head had seven bands attached, some of them had moved from their position and overlapped. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. The sutured thread was confirmed that it was cut. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The product analysis revealed that the ligator head teeth were bent/damaged and the seven bands attached to the ligator head had moved from their position and overlapped, suggesting that the bands were not deployed as expected. The suture thread returned cut, which probably occurred at the time of removing the device. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the trip was not secured, which could have caused the device not to work as intended, resulting to inability of the device to deploy the bands. It is very important to the correct operation of the device that the user take up the slack and secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, consequently, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.